Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance. The b+ bond wire was broken. Foreign material was found in the connector port. The connector block, insulation coating and titanium can were scratched. The battery was expanded. It failed the lab functional test. The device had a por after pressing on the can surface.

Event description:
It was originally reported that the patient's device was replaced for normal battery depletion, end of service. The patient recovered without sequela.